Event description:
During the index procedure, one complete se stent was implanted to right external iliac. There was no occurrence of device malfunction during the index procedure. Approx 36 months post index procedure, occlusion of the iliac artery was reported. Balloon angioplasty and cryotherapy were performed. It was reported that the target lesion was totally occluded pre-procedure and had residual stenosis of 9% after the angioplasty. The investigator reported that the event was probably related to the study device. Thrombolysis of non target vessel was required during the procedure, likely due to distal embolization of a thrombus intraprocedure. Treatment was successful and event was resolved.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). Evaluation: results: (restenosis of vessel in stented segment), (root cause of restenosis unk).